Event description:
Meter name: one touch profile. Strip name: no info. Meter code, strip code: no info for either. Strip storage: correctly. Symptoms: "hypoglycemic symptoms" per spouse. A pt's spouse reported pt was experiencing hypoglycemic symptoms in the middle of the night. Their meter allegedly read 137 mg/dl. Pt immediately tested on pt's other one touch brand meter with a result of 37. Pt drank juice and ate graham crackers. Meter was in range with checkstrip and control. No further info has been reported.